Manufacturer narrative:
The device was not received for evaluation. Even though the sample was evaluated by an external lab, the baxter haina facility did not receive the sample to perform an evaluation of the intravia container(s) to establish if particulate was in the bag and/or determine the type of particulate. Therefore, a device analysis could not be completed, and the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported particulate matter was observed in an intravia containers. After compounding with 1000mcg/10ml of fentanyl citrate in 0.9% normal saline, seven extrinsic (particles which are introduced from foreign or external sources) particles and two intrinsic (particles associated with the product) particles were observed inside the bag. A visual inspection of the bag was not performed prior to compounding. The device was used in conjunction with the baxter repeater pump. There was no patient involvement. No additional information is available.